Manufacturer narrative:
Batch review performed on 13 november 2020: lot 135419: (B)(4) items manufactured and released on 3-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation performed by medical affairs manager: femoral component revision performed 6 years and 7 months after primary cementless total hip arthroplasty in a (B)(6) year old heavy ((B)(6) kg) man. In the radiographic images provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed after 6 years and 8 months after the primary surgery on the right side due to stem loosening. The stem was revised to quadra c,